Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred while attempting to charge the pump. Customer was advised to charge the pump on a daily basis to address the issue. There was no reported adverse impact to the customer's blood glucose level.